Manufacturer narrative:
In response to FDA report number: mw5096260. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain, anxiety- product/procedure, depression, edema, and lump/nodule. Reoperation has not been scheduled at this time.

Event description:
Patient reported ¿lymph node swelling¿, ¿neck/back pain¿, ¿joint pain¿, ¿swollen breasts and lumps in them that are extremely painful¿, ¿anxiety¿, and ¿depression¿. Patient additionally reported events of ¿bii symptoms¿, ¿chronic fatigue¿, ¿memory loss¿, ¿brain fog¿, ¿muscle aches¿, ¿hyperparathyroidism¿, ¿hypercalcemia¿, ¿raynauds¿, ¿shortness of breath¿, ¿unable to take deep breath¿, ¿flu-like symptoms¿, ¿dry skin¿, ¿dry mouth¿, ¿gastrointestinal issues¿, , ¿insomnia¿, ¿inflammation¿, ¿cardiac arrhythmias¿, ¿syncope¿, ¿weight gain¿, ¿breasts have hurt for over 10 years¿, ¿cannot focus or recall the most basic of things¿, ¿insomnia¿, and ¿heart rate jumps to near 200 and drops to 30 causing syncopal episodes¿ not related to the device. This is right side record. Device remains implanted.